Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The hp cable had a shorting condition that was causing the hp to heat up when in use.

Event description:
Based on the evaluation repair notes while using a g130, there was low water flow. The handpiece cable had a shorting condition that was causing the handpiece to heat up when in use; no injury resulted.